Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in third party assistance; bg value and cause were not provided. The customer declined to perform further troubleshooting with tandem technical support.